Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the 12 volt battery failed the manufacturer test and lasted 0 minutes. Since the event occurred during routine testing, there was no patient involvement during this event.